Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Insulin pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values. Customer stated that her blood glucose values were in the range of 500mg/dl while she was on the pump. Customer¿s blood glucose value at time of incident was 569 mg/dl and current blood glucose value was 546 mg/dl. Customer tried to treat with the pump. The drive support cap was normal. Insulin pump will not be returned for analysis. Customer was not having tubing clamp so they could not complete the troubleshooting.